Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on an unknown date, barbed suture was used. The suture broke in the middle after applying normal tension while closing. Procedure was completed with another like device. There were no patient consequences reported.